Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1246888, medical device expiration date: 30-sep-2026, device manufacture date: 01-mar-2022. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication during use. This occurred with 10 needles each from lots 1246888, and an unspecified lot. The following information was provided by the initial reporter, translated from chinese: "no water came out when the air was exhausted before use. The customer said that the affected quantity was about 10, but the specific quantity could not be confirmed by the customer."

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication during use. This occurred with 10 needles each from lots 1246888, and an unspecified lot. The following information was provided by the initial reporter, translated from chinese: "no water came out when the air was exhausted before use. The customer said that the affected quantity was about 10, but the specific quantity could not be confirmed by the customer".

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.